Event description:
Pt experienced a red painful eye and was diagnosed with a corneal scar in od and suspected infiltrative keratitis. She was treated with erythromycin. There was no reduction of acuity reported. This is being filed as corneal scar with infiltrative keratitis.

Manufacturer narrative:
This is being filed as corneal scar with infiltrative keratitis. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.